Manufacturer narrative:
The device was not returned to olympus for evaluation. Follow up information provided by the user facility via email revealed that they replaced the serial digital interface (sdi) cable and the image was restored. Olympus will continue to monitor complaints for this device.

Event description:
The user facility reported that the device is not displaying an image. There was no patient involvement reported and no additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide the device history records (DHR) and investigation conclusion. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the reported issue was not identified. Probable cause can be due to an accidental failure of the sdi cable. Probable cause can be due to device age deterioration, 6 years had passed since the manufacturing of the device. Olympus will continue to monitor complaints for this device.